Event description:
Customer states a creatinine run on a (B) (6) boy gave result of 146.33 umol/l. It was assumed pt was going into renal failure. Two hours later, customer began getting instrument errors and proceeded to change the lamp. (Customer states original lamp had been installed for approx 1400 hrs). A second sample, tested (B) (6)2009, gave creatinine result of 38.33 umol/l. Customer repeated initial sample and received 38.80 umol/l. The hospital was contacted with the correct result. Customer states the pt did not receive any treatment before the result was checked and shown to be wrong. If add'l info is received, appropriate notification will be provided.